Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline cannot be confirmed. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log files revealed elevations in pump power as high as 8.8 watts, along with corresponding elevations in calculated flow, recorded on (B)(6) 2022. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is also available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has multiple rescue taped areas on their driveline but never had a hmii driveline repair in the past. There were multiple driveline tears covered with rescue tape and the date that it was applied is unknown. The patient was asymptomatic. Driveline x-ray images were unremarkable.